Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "1660" error code alarm message on power up when batteries are inserted during the investigation. A faulty microprocessor unit board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1660. No patient was involved in this event. No adverse effects were reported.